Event description:
A (B)(6) male patient contacted zoll customer support to report a service code 204. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204) was confirmed. As received the electrode belt failed incoming functional testing. Upon investigation the brown (-5v), white (drvn gnd) and rear pulse wires were open in the trunk cable. The root cause of the open wires could not be positively identified but was likely physical abuse, as the trunk cable was returned with signs of physical abuse. No adverse event resulted from the open wires. The patient received a replacement electrode belt.